Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a system error 2240, where the home patient connected to un-primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide instructs the user to verify that the patient line is properly primed and to follow instructions for re-priming if the fluid level is not near the connector. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during the initial drain on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp indicated during troubleshooting that the patient line was not properly primed before they had connected to the patient line. The technical service representative (tsr) explained the alarm to the care giver (cg) and assisted in clearing the alarm. The tsr also explained proper priming procedures. The cg was to use new supplies to finish therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.